Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type recharger h3: analysis found no issues with finding or charging implant. White arrow rubbed off connector; this does not impact the functionality of the recharger. Device passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that the controller went black on them when recharging their implant. Patient had to reset the controller and eventually the controller would come back on. Last night the patient plugged the controller into the ac power supply after the controller went blank and unresponsive when recharging the implantable neurostimulator (ins). The patient said the controller would not turn on when plugged into the ac and eventually after resetting the controller it turned on and the controller was at 80% or 90%. The patient's representative (pt rep) said the battery might be going bad and to call. During call patient verified no damage to the controller charging port or to the recharger. The issue was not resolved. A replacement recharger (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s, serial: (B)(6), product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.